Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017. Product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 08-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was rep reports they replaced the ins. A problem happened inter-op when replacing the ins. Rep said they were unable to check lead integrity before the ins replacement case because the old ins was overdischarged, so when they connected the chronic leads to the new ins and checked impedances, contacts 8-15 were all >40k ohms. The rep said she had the doctor swap leads in the ins ports and now the 0-7 contacts were all >40k ohms, a couple contacts on 0-7 were also out of range impedances. Rep said the doctor closed up and the rep checked the patient (pt) post-op. Rep reports that the post-op impedance test shows that all the contacts on the 8-15 and 0-7 leads are know out-of-range. Rep will discuss issue with the doctor. No symptoms/patient complications reported.

Event description:
Additional information received from the rep indicated that the cause of the high impedance was not determined. They stated that they discussed a possiblelead revision with the surgeon, and the issue has not been resolved at this time.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, lot#/serial# (B)(6), implanted: (B)(6) 2017, product type lead product ID 977a260, lot#/serial# (B)(6), implanted: (B)(6) 2017, product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.